Manufacturer narrative:
During the investigation, the manufacturer was able to discuss event with the physician. It was further reported, the physician performed diagnostic laparoscopy to investigate the perforation. The presence of uterine perforation was confirmed, and it coincided with the location of the hysteroscopically observed false passage. Evidence of serosal blanching was present around the uterine perforation site. A general surgeon was invited to evaluate the organs of abdominal cavity. A small area of thermal effect was seen on the bowel, but the surgeon indicated that the effect appears to be superficial and not mandating a surgical intervention at that time. After that, the physician elected to repeat the minerva ablation procedure and do so under direct laparoscopic visualization. After the second ablation, post-ablation hysteroscopy was repeated, and evidence of endometrial tissue ablation was observed. According to the physician, the patient was initially recovering well. However, about 7 days after the procedure the patient started developing lower abdominal pain and was seen in the emergency room where she was diagnosed with bowel perforation. Laparotomy was performed and the abdominal cavity was cleaned, and a drainage left without closure of the abdominal wall. Two days later bowel resection and colostomy were performed. On (B)(6) 2023, the patient was transferred from the ICU for recovery. On (B)(6) 2023, the patient was scheduled for discharge. The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. The lot number of the device was not provided and therefore a device history could not be performed, however, each handpiece meet all qa specifications prior to being released, including adequate sterilization. Based on the information reviewed, there is no indication of a product deficiency directly related to the reported adverse event. It is more likely the cause of the reported incident was due to user error. The pratt dilatory size 15 is approximately 5mm. The operators manual instructs the user to dilate to 7mm using the minerva dilator. Note: additional procedures were performed and it is unclear when the perforation occurred during the first ablation treatment. Additionally, the physician elected to perform the ablation procedure a second time, which is contraindicated. Contraindication included in the operators manual states: a patient with a history of endometrial ablation and/or resection (including endometrial ablation/resection performed immediately prior to minerva procedure) regardless of the modality by which it was performed. Repeat ablation may result in serious patient injury. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including, but not limited to, the statements below: if a uterine perforation is suspected and/or confirmed, the procedure should be terminated immediately. Use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. Post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. As with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum. Additional warnings in the operators manual and instructions for use related to false passages include: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. A false passage can occur during any procedure in which the uterus is instrumented, especially in cases of a severe anteverted retroflexed or a laterally displaced uterus. Use caution to ensure that the minerva disposable handpiece is properly positioned in the uterine cavity.

Event description:
Prior to a minerva es ablation procedure a hysteroscopy was performed on a patient with a severely anteverted uterus. The physician dilated the patient's cervix. Minerva dilator was not used in this case. Cervical dilation was performed using pratt dilators to size 15. Prior to ablation procedure the physician identified a false passage. The false passage was evaluated by advancing the hysteroscope into the defect site/channel and it was determined by the physician that the defect did not reach the abdominal cavity. The physician then performed a d&c. The physician performed the endometrial ablation. A post-ablation hysteroscopy was performed, and the physician determined a uterine perforation was present and very little evidence of ablation.